Event description:
It was reported that the system's ultrasonic air sensor (air bubble detector) was broken. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.